Event description:
Reporter indicated the patient was scheduled for a vns therapy system replacement surgery. The reason for the surgery was not known at the time of the initial report. Review of the patient's programming history revealed a high impedance on diagnostic testing. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.